Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00021: plate.

Event description:
An implanted 2.3mm screw backed out of a aculoc 2 plate post operatively. The screw was removed in a second surgery.